Event description:
The customer contacted their spacelabs healthcare field service engineer (fse) and reported that screens were intermittently going white on a xhibit central station (xcs). No patient or user harm was reported in association with the event. The fse went on site and reloaded the xcs software. Following the software reload, no further issues were reported. Cause of failure was not determined.